Manufacturer narrative:
(B)(4). Batch # t5cz5h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was the device on tissue with the jaws closed? If yes, how was the device removed (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, device cut from tissue)? Please provide troubleshooting details. Did the jaws eventually open? Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap anterior resection, device would not open and was jammed closed. Procedure was completed and no harm to the patient. Increase in surgery time of approx. 10-15 minutes.